Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow-up report will be submitted should additional, relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided. It was clarified that the delivery wire was torn. The portion remained with the deployed coils. All coils and the broken wire were estimated to be about 3 cm. The wire appeared to have stretched. After the failure with the coil, several coils from other manufacturers were deployed. There will be no additional treatment for the patient due to this incident.

Event description:
It was reported that the retracta detachable embolization coil broke during its placement in ima (inferior mesenteric artery) via femoral artery approach for a patient of unknown age and gender. Initially, two coils were successfully placed. However, when the physician attempted to place the third coil, it failed to detach even after the prescribed number of turns. When additional attempts to detach the coil were made, it broke. The physician managed to retrieve the broken coil as much as possible, discontinued using it and successfully completed the procedure. It was confirmed that there were difficulties in detaching the coil from the delivery wire and retracting the wire/coil, resulting in damage to the junction zone. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
E1: postal code: (B)(6). H3: device evaluated by mfg? Device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation. It was reported that the retracta detachable embolization coil broke during its placement in ima (inferior mesenteric artery) via femoral artery approach for a patient of unknown age and gender. Initially, two coils were successfully placed. However, when the physician attempted to place the third coil, it failed to detach even after the prescribed number of turns. When additional attempts to detach the coil were made, it broke. The physician managed to retrieve the broken coil as much as possible, discontinued using it and successfully completed the procedure. It was confirmed that there were difficulties in detaching the coil from the delivery wire and retracting the wire/coil, resulting in damage to the junction zone. It was clarified that the delivery wire was torn. The portion remained with the deployed coils. All coils and the broken wire were estimated to be about 3 cm. The wire appeared to have stretched. After the failure with the coil, several coils from other manufacturers were deployed. There will be no additional treatment for the patient due to this incident. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, drawing, quality control procedures, device history record (DHR), and instructions for use (IFU) of the device, were conducted during the investigation. The complaint device was not returned for evaluation; therefore, a physical examination could not be conducted. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed one recorded non-conformance relevant to the failure mode, in which all the nonconforming devices were scrapped. It should be noted that there were no other complaints associated with the final product lot number. Product labeling review: the manufacturer does not supply an IFU for this product. Instructions for use are supplied by the local distribution partner. Evidence gathered upon review of dmr and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no product returned, and the results of our investigation, it was concluded that a component failure unrelated to manufacturing or design deficiencies contributed to the reported event. It is possible that the junction zone was not located just inside the catheter tip, which would not allow the coil to deploy correctly, but this could not be definitively confirmed. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.